Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the hospital with syncope due to non-capture of the implantable pulse generator (ipg). The ipg had high programmed outputs and was depleting faster than expected. The ipg was programmed off and a transvenous ipg system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the leadless implantable pulse generator (ipg) had an abrupt rise in thresholds. Labs were drawn to determine if the patient¿s electrolytes were off and programming changes were made to increase the amplitude. It was further reported that the ipg had no capture; however, adequate sensing and stable impedance were noted. The ipg remains in use. No patient complications have been reported as a result of this event.